Event description:
The complainant alleged that during a routine preventative maintenance by a biomed the device displayed a "release button" message and also would not discharge while using these paddles. The complainant indicated there was no pt involvement with this reported malfunction.